Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the reported worsening pvl could not be determined. Based on the investigation results suggest/indicate in addition to patient factors, the mechanisms described above may have contributed to the worsening pvl subsequent placement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years and 10 months post implant of a 29mm sapien 3 valve in the aortic position, moderate to severe paravalvular leak (pvl) was observed. The patient was scheduled for intervention, either a vascular plug or valve in valve. Information was received that a plug was successfully placed, resolving the pvl. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.